Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were lumbar radiculopathy and spinal pain. It was reported that the nurse from the healthcare provider¿s office called and stated that the patient stated his pump wasn¿t working and had been recalled. The patient wanted the manufacturer to pay for his pre-op appointments. There were no known environmental, external or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting had been performed. The interventions and actions taken to resolve the issue a pump replacement was planned/scheduled for (B)(6) 2018. The issue was not resolved at the time of the report. Additional information received on 07-may-2018 reported that per the patient he was not receiving adequate pain relief in regards to what specifically was not working with the pump. The patient had pain that he felt was not adequately controlled. On an unspecified date, a dye study was done with inclusive results. This was confirmed with the physician 24-apr-2018. It was noted that approximately one year ago was when the pump not working began. No further complications were reported.